Event description:
Per rep, during the procedure, using a gif 100 series olympus scope the md deployed five bands. After deploying the last band, the friction fit adaptor detached into the esophagus of the patient. A retrieval forcep was used to extract the adapter.